Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to lead fracture. It was noted that the lead had high out-of-range impedance and failed to capture. The lead was replaced. No additional adverse events were reported.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to lead fracture. It was noted that the lead had high out-of-range impedance and failed to capture. The lead was replaced. No additional adverse events were reported. Additional information received from the field indicates that the fracture was confirmed via fluoroscopy. It was noted that the physician believes the fracture is near the clavicle.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to lead fracture. It was noted that the lead had high out-of-range impedance and failed to capture. The lead was replaced. No additional adverse events were reported. Additional information received from the field indicates that the fracture was confirmed via fluoroscopy. It was noted that the physician believes the fracture is near the clavicle.